Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). An internal/external inspection was performed and the device passed, along with all of the electrical testing. A service history review was performed and revealed no issues that could have caused or contributed to the reported issue. The pneumatic system testing that was performed, had failed with the original manifold valve e. However, when a test article, manifold valve e, was installed, the device passed the pneumatic system testing. During the evaluation, the fluid was transferred outside of the returned instrument testing evaluation (rite) specified limits and the volumetric accuracy test that followed, showed that the device had failed. Pal performed a more detailed inspection of the door assembly. The inspection showed that the piston foam was deteriorated. The results of the evaluation revealed the cause of the failure to be the deteriorated piston foam and the stuck open manifold valve e. The piston foam and the manifold valve e were to be scrapped and the device was sent for servicing. This issue is currently being addressed through a CAPA. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the machine failed fluid volumetric accuracy testing. Device failed during evaluation, no patient involved.